Manufacturer narrative:
Touareg s implant with cover screw was placed in 06.18.2018 in 47 region. A metal ceramic crown was placed on (B)(6) 2019. In (B)(6) 2022, x ray revealed fractured coronal part of the implant along with a part of the screw, which were then removed. No further patient complications were reported. The implant was no yet returned to manufacturer for evaluation. In case any new or additional information will be gained from item investigation, a follow-up report will be sent. Manufacturer's trend analysis show that implant fracture is a low-rate adverse event, which is common for endosseus dental implants in clinical use.

Event description:
Dental implant failure.